Event description:
Pt was being seen for a cerebral angiography. Upon beginning to remove the catheter under fluoroscopic observation a kink was noted in the primary curve which precluded the ability to pull the catheter through the brachial artery. A sheath was advanced and attempts to unkink the catheter were unsuccessful. The catheter were unsuccessful. The catheter was pulled into the sheath and removed resulting in a 23mm segmental dissection of the right brachial artery. This injury was stented and the pt suffered no apparent permanent harm.